Event description:
The customer reported that pump serial number (B)(4) does not recognize a closed door. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. At this time the evaluation is not complete. A supplemental will be submitted once the investigation is complete.